Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was getting an x-ray and the hcp notices that the leads had migrated down. The leads were replaced on 2018-06-19 and the issue was resolved. No further complications were reported.